Manufacturer narrative:
Findings: unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform displacement test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer went in (B)(4) with pump and water is visible under display. The customer was advised that we are sending a replacement pump.